Manufacturer narrative:
The complaint that the needle pierced the IV catheter was confirmed and the cause appeared to be associated with use. One 22g insyte autoguard device was provided for investigation. The sample exhibited evidence of use. A hole was observed in the catheter tubing, which was consistent with needle puncture damage. Due to the presence of what appeared to be blood residue between the catheter tip and the needle puncture site, it appeared that the catheter was able to access the vessel. The needle likely punctured the tubing after insertion. The instructions for use (IFU) state, "if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not reinsert the needle into the catheter tubing as damage may occur." No defects associated with the manufacturing process could be identified from the returned sample. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
G.4. K201075; k251654 h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the needle pierced the catheter. IV had some sort of misfire issue. Need and cath did not track together for insertion. Cath ran a different path. Had to remove and use another unit. Cause minor bruising.